Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400mg/dl while wearing the pod on their arm. It was reported that the patient sought medical attention due to high blood glucose symptoms. It was reported that the cannula was out of the infusion site. Pod was removed at the hospital. A treatment, the patient received intravenous fluids, an insulin injection and a new pod was placed. The patient was released the same day (B)(6).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.